Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci 8mm maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have thermal damage. It had charring and localized melting on the outer surface of one yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) was exposed that would not normally be exposed. The instrument passed the electrical continuity test. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. Field d6 is blank because the product is not implantable.

Event description:
It was reported that during central processing, the 8mm maryland bipolar forceps (mbf) instrument tip was broken. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no detached/separated/missing pieces from the instrument. There was no report of fragment falling into patient. No arcing was observed. There was no patient injury as a result of the reported issue.